Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the mainbody of a minicap transfer set. It was further reported that "when trying to disconnect, the rn could not get the syringe off and instead the dark blue portion was coming apart from the light blue holder section". This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector was separated from the main body of the transfer set. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The direct cause was determined to be manufacturing related caused by inadequate solvent to the insert chip and the main body of the transfer set twist clamp. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.